Manufacturer narrative:
Brand name: silicone ultraviolet-absorbing posterior chamber single piece foldable intraocular lens (elastic®) with toric optic. (B)(4). Method: lens work order search. Results: visual inspection of the returned product found no visible damage to the lens. Both sides of the optic/haptic were checked for rough/sharp edges. Edges were found to be acceptable. There was evidence of reddish residue on lens surface. A lens work order search was performed and no similar complaint was found. Conclusions: (no conclusion can be drawn): based on the complaint history, lens work order search and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Event description:
The reporter stated the surgeon inserted a aa4203tl silicone single piece lens with toric optic in the patient's right eye on (B)(6) 2014. The lens was already in the eye when the surgeon noticed a capsule tear. The lens was removed and a vitrecomy was performed. The surgeon decided to implant a staar 3-piece instead. The cause of capsule tear is unknown.

Manufacturer narrative:
Method: medical review. Results: medical review: od: reportedly intraoperative lens removal and exchanged (staar single-piece iol with toric optic) was performed to address capsular tear noted upon lens insertion. The vitrectomy was performed and different model staar lens was successfully implanted at the same surgery date. No reported postoperative sequelae. According to the report from the facility the cause of capsular tear is unknown. It should be noted that capsular damage usually occurs due to a procedure related factor (during phacoemulsification) but is not visible until the surgeon places the lens that stretches the capsule and makes the defect visible. Conclusions: based on the complaint history, work order search, device history record review, medical review and the evaluation of the returned product, a specific root cause of this event could not be determined. (B)(4).

Manufacturer narrative:
Method: device history record review. Results: device history record review: after reviewing the complaint file, device history record and performing a root cause analysis, the root cause is not likely related to the manufacturing process of the lens, but there is no direct evidence that leads to the root cause of this complaint. Conclusions: based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).